Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction of the adjustable pressure limiting resulting in a loss of loss of manual ventilation. There was no patient involvement reported.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue.